Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.03ml from an expected delivery of 20ml. Delivery accuracy for this device requires deliver of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the history indicates on (B)(6) 2011, the device was programmed for continuous only deliver in ml, with a rate of 4.5ml/hr rate, a 200ml vtbi, a 200ml container size and 2ml air sensitivity. At 1633, the delivery was started. Between 2350 and 2358, an air in line alarm occurred was silenced 3 times, a start alarm occurred and the delivery was stopped. A new dated stamp of (B)(6) 2011 occurred. At 0002 and 0006, a start alarm occurred and the delivery was started. Between 0041 and 1628, there were 6 air in line alarms, the delivery was stopped 10 times, started 7 times, 10 start alarms. A new date stamp of (B)(6) 2011 occurred. At 1227, an empty container is indicated. At 1230, empty container alarms occurred and silenced. At 1415, the device was powered off. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver. The customer contact reported the device was programmed for continuous deliver of 5fu (fluorouracil), with a rate of 4.5ml, and a vtbi (volume to be infused) of 200ml. No further programming parameters were provided. After an unspecified length of time, it was noted the container was full, instead of the expected empty container. The device was removed from clinical service. The physician was notified. Therapy was completed the next day using a replacement device. The customer contact reported no change in the status of the patient. No medical interventions were required. Though requested, no additional information was provided.